Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported just very recently, a customer asked for clarification on a discrepancy they observed between the original label and the nationalization label for the code 3389-s, where the counting of original label is 3 years, but the former nationalization label says 4 years. A shelf life memo clarified the difference on shelf life, 3 years for 3389-s but 4 years only for 3389. There were two different data for expiration date for the 3389-s. 3 years from the counting of original and 4 years for local. No expired product was used or implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep clarified that the customer had asked for clarification on the "use by date" on the original label and the expiration year on nationalization label for the lead model 3389-s, where the original label contains use by date of 2020-07-03, but the nationalization label says expiration of 4 years.